Manufacturer narrative:
Additional information was received that the reason for explant was due to patient not getting pain relief with the scs system. No device malfunction was suspected.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-70, serial #: (B)(4). Description: coveredge 32, 70 cm 4x8 surgical lead the explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.